Manufacturer narrative:
"Date of event¿ is estimated. During processing of this complaint, attempts were made to obtain patient weight. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient did not like tonic stimulation and it made patient feel nauseous. Surgery may occur to address the issue. Surgery may also occur because ipg has reached end of service (eos) as documented on manufacturer report number 627487-2020-49233 and because ipg is located in an uncomfortable position as documented in manufacturer report number 1627487-2020-49235.

Event description:
Additional information was received that surgery occurred to explant and replace the ipg to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Correction: information submitted in earlier report has been corrected.